Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging her onetouch ultra mini meter displayed inaccurately high readings compared to her feelings/normal results. The following complaint was classified based on customer service representative (csr) documentation and a review of the call conducted by a senior csr and medical surveillance. The patient advised the csr that on an unspecified date, the subject meter allegedly began to read inaccurately high and stated that it had been ¿ongoing for a while¿. The exact alleged inaccurately high reading is unclear but was between ¿249 mg/dl¿ and ¿around 400 mg/dl¿, which she compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with oral medication (janumet; 50/1000mg). She explained that on (B)(6) 2018, her doctor prescribed her an additional oral medication (actos; 15mg) in response to the alleged inaccurately high readings but explained that she is no longer taking this medication. The patient stated that approximately 2 weeks after the alleged product issue began she felt ¿very shaky, disorientated and had to eat a lot more¿. She denied receiving any treatment for her symptoms above or beyond her usual routine of diabetes management and care. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing and the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as she did not have control solution at the time of the call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately high blood glucose readings with the subject device.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan was unable to conduct an evaluation of the test strip lot as the lot number was not provided by the patient. In addition, the test strip lot returned by the patient to lifescan could not be evaluated as the strips had expired. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.